Event description:
Several images were stored on the c-arm during procedure. Upon system reboot, the images were not on hard drive storage. Three subsequent tests were later performed on this equipment and images were stored, however, when the monitor was turned off, the saved images disappeared. This event was reported to the manufacturer and corrections were made to the c-arm by upgrading the software.